Manufacturer narrative:
Country of origin: france.

Event description:
It was reported that during use of this ambulatory infusion pump to administer chemotherapy, the pump suddenly lost power, despite the battery being fully charged. The nurse removed the battery, and the pump turned on again with the full battery indicator and displayed the warning message "power loss." The pump was then powered on, and infusion resumed successfully through completion. No clinical consequences to patient were reported.